Event description:
It was reported to a physio-control service representative that the customer's device switched off and back on automatically during a patient transport. The device was used for spo2 monitoring of the patient. The device powered off automatically, and then back on again several times during the reported event. There was patient use associated with the reported event, but there was no negative outcome for the patient reported.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. It was observed that the device had logged an event code that indicated a reset of the device. The event code for the reset of the device could be duplicated by manipulating the batteries in the battery well of the device while the device was turned on. Proper device operation was otherwise observed through functional and performance testing. It was observed that the pins and smart contacts in the battery well showed signs of wear. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). A third-party service agent evaluated the device but could not verify the reported failure. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.